Event description:
Reporter stated that patient went to hospital to get a pacemaker operation. During hospital stay, patient experienced angina and a urinary tract infection. Patient's blood glucose also rose to 500+mg/dl. Type of treatment received was not specifed.